Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the ¿minimal¿ pvl could not be determined with the available information but was likely related to the mechanisms above, and resulting in hemolysis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
(B)(6). As reported by our affiliates in (B)(4), one day after the implant of a 23mm sapien 3 valve in the aortic position, echo showed a minimal paravalvular leakage which was inducing hemolysis. A re-operation was planned for the paravalvular leak after the 3 month follow up. The patient¿s symptoms regarding the hemolysis were not reported.

Manufacturer narrative:
Additional information was received. Approximately 3.5 months post valve implant, the patient had a reoperation. The operation was performed without any problems. After a week the patient was transferred to a peripheral hospital for another week. At last report the patient was in very good condition.

Event description:
(B)(6) study, patient (B)(6). As reported by our affiliates in (B)(6), approximately 2 months after the implant of a 23mm sapien 3 valve in the aortic position, echo showed a minimal paravalvular leakage which was inducing hemolysis. A re-operation was planned for the paravalvular leak after the 3 month follow up. The patient¿s symptoms regarding the hemolysis were not reported.